Manufacturer narrative:
H4: the lot was manufactured between june 28, 2023 ¿ june 30, 2023. The device was received for evaluation. A visual inspection was performed, and fluid inside the cover was observed which suggests a leak may have occurred inside the cover. A leak test was performed, and a leak from one side of the bladder crimp inside the cover was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variation within the raw material properties and process parameters. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked in the space between the bladder and the housing. The pump contained 80 ml of 4000 mg fluorouracil and 160 ml of 0.9% normal saline. This was observed when the patient came back to the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.